Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: a review of the pump histories did not find any evidence of short battery life. The pump powered on normally and did not draw excessive current. The complaint of a short battery life issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had a short battery life issue with multiple batteries. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.